Event description:
It was reported the insulin pump alarmed during motor error during rewind and bolus. Customer was unable to exit the rewind process. Customer's blood glucose was not provided. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
All of the buttons functioned properly and no keypad anomaly was noted. The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. The functional testing could not be completed due to the motor error alarm. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.